Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and found both heaters were defective. The technician replaced the defective heater on patient side and cardioplegia side. The device was tested to functionality and electrical safety, all tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that both heaters of a hcu30 overheated. The incident occurred during start up of the device so there was no patient involved. (B)(4).